Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a continu-flo solution set. The reporter stated that it was not possible to get the blunt plastic cannula of an unspecified 5cc syringe to ¿puncture through the injection site to administer conscious sedation meds.¿ this was noticed at the start of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.